Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "difficulty regulatory intraocular pressure" (pressure issue). The customer reported the iop cannot be regulated when inducing gas. The surgeon stated when he attempted an air/gas exchange the third valve on the three-way stopcock is blocked. The surgeon noted when switching to air the bss flow is stopped and the valve is opened by the stream of air. If you now induce gas via a syringe and a second entry into the eye, the valve is closing again, so that the air pressure cannot be regulated in the system. The bss line still contains bss. Thus, the air/gas exchange cannot escape and the iop may increase. No patient injury was reported.